Event description:
It was reported that during implantation, the physician was having difficulty inserting a new stylet into lead tip. The lead was explanted and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and the distal conductor was stretched. It was also noted that the lead was stretched and the lead appeared to have been damaged at implant. Visual analysis indicated that the stylet test failed because the distal conductor was stretched.